Manufacturer narrative:
The device responsible for the dissection was not identified by the user. At this time, it is unknown if the reported failure is related to the micropuncture kit (mpk) or the enroute neuroprotection system (nps); hence, the event will be reported out of abundance of caution. The nps associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, intravascular ultrasound (ivus) revealed a dissection in the common carotid artery (cca). An unplanned stent was used to cover the dissection, and the procedure was completed. No further complications were reported. The device responsible for the dissection was not identified by the user. At this time, it is unknown if the reported failure is related to the micropuncture kit (mpk) or the enroute neuroprotection system (nps); hence, the event will be reported out of abundance of caution.